Event description:
A doctor reported to baxter (B)(6), that solution leaked from a transfer set when the twist clamp was closed. The defect was observed while the set was in use on the home patient (hp), but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was not confirmed and the root cause could not be determined due to the sample not being returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation could be performed. However, the lot number was known and a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should additional information become available.